Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in (B)(6). This report is of an exit site infection, subcutaneous tunnel infection, and bacterial peritonitis in a patient coincident with physioneal 40 and extraneal therapies for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2012, the patient experienced peritonitis manifested by cloudy effluent and abdominal pain and was hospitalized. On an unreported date, the patient was treated with unspecified antibiotics. On (B)(6) 2012, physioneal and extraneal therapies were withdrawn. On the same day, the peritoneal catheter was removed due to the involved agent and to the origin of the peritonitis. Per the nurse, the cause of the peritonitis was the infection of the exit site and subcutaneous tunnel. On an unreported date, capd was temporarily suspended and the patient returned to hemodialysis. On (B)(6) 2012, the patient was discharged from the hospital. On an unreported date, the patient recovered from the peritonitis. It was unknown if the patient recovered from the exit site and tunnel infection. Per the nurse, the event of peritonitis was unrelated to dianeal therapy. An opinion of causality was not reported for the events of the exit site infection and tunnel infection.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Therefore, the problem was not confirmed. No device malfunction or use error was identified. Therefore no assignable cause was determined.